Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "for those of you that experienced no issues, you were blessed. I had so many complications, ended up having a manipulation under anesthesia, to break up scar tissue. Over one yr out, and still have issues, esp with unexplainable numbness."